Event description:
The user facility reported that during therapeutic trans-urethral resection of prostate (turp) procedure the resection electrode loop broke off. The procedure was completed using a second electrode loop. There was no patient injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The user's report was confirmed, as the loop was completely detached from the rod. The cutting loop was found to be discolored. The device was forwarded to original equipment manufacturer (OEM) for further investigation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.